Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that the drive shaft of the device was bent. It is unknown if the device was used in surgery. It is unknown if injury, delay or medical intervention occurred. There was no additional information provided.